Event description:
It was reported to boston scientific corporation that a dreamtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during testing of the device prior to insertion into the endoscope, the tip failed to bow when the handle was actuated. It was reported that there was no visible damage to the device. The procedure was completed with another dreamtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
(B)(4) for the event: catheter torn. Visual evaluation of the returned device found that the working length of the device was twisted, the cutting wire was blackened, and the distal pierce hole was melted/torn, displacing the cutting wire approximately 2 mm. In addition, the rx channel was extended and torn through the tip of the device. The exposed cutting wire and displaced cutting wire (due to tear/melting at pierce hole) were measured and the cutting wire length was found to have been within specifications prior to displacement. The tear in the rx channel was measured to be 58 mm, indicating that the closed rx channel length was within specifications prior to tearing. Functional evaluation found that the device failed to bow since the cutting wire was shortened due to the condition of the catheter (displaced due to melted/torn distal pierce hole). Review and analysis of all available information indicated the most probable root cause for this event was handling damage, since it is likely that manipulation of the device during unpacking/preparation could have caused the displacement of the cutting wire, and consequently the reported failure of the device to bow. The device history record review found the device met all manufacturing specifications.